Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent catheter ablation of atrioventricular re-entry tachycardia / wolff-parkinson-white syndrome (avrt/wpw) with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade. During the procedure, there was a drop in the patient¿s blood pressure and the bottom part of the patient¿s face was pale. The medical intervention was unknown to the caller as they were not present during this event. The caller did not know how the perforation was confirmed either. The patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.